Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was not able to issue medication. The technical support specialist (tss) asked customer to cycle count to resolve the issue. The system functioned as intended after the technical support specialist assisted customer to troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was not able to issue medication. The malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.